Event description:
Info received indicates the brake will not hold when engaged.

Manufacturer narrative:
The technician found the head brake caster was worn. The technician replaced the head brake caster to repair the bed.